Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 12/16/2014 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found no damages to the platform. The system was turned on/off with no problems and then ran for 15 minutes using a test mannequin and an additional 15 minutes using a large resuscitation test fixture (lrtf) with no anomalies or errors exhibited. A review of the platform's archive was performed and no anomalies were found on the reported event date of (B)(6) 2014. However, the archive does show that the platform exhibited multiple fault 16 (timeout moving to take-up position) errors on (B)(6) 2014. No parts needed to be replaced to remedy the reported complaint of the platform stopping compressions. The platform underwent and passed all final functional testing. The reported complaint of the platform stopping compressions was confirmed through review of the platform's archive. The root cause was determined to be due to the platform exhibiting a fault 16, which was determined to have occurred because there was no noted change in load on the platform.

Event description:
It was reported that during a device demonstration by a zoll sales representative, the autopulse platform stopped performing compressions. No patient involvement was reported. No further information was provided.